Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient has cadd pump tubing that was noticed to be leaking at the site of the 0.2 micron filter. Staff had a look at the tubing and noticed it was leaking at the site of the micron filter. Small bubbling present and medication leaking from inside tubing through small hole on filter. Tubing was changed. No adverse effects reported.

Manufacturer narrative:
Three samples were received for evaluation. Visual inspection revealed the sample was received unused, in a plastic bag not in original packaging; no damage was noted. Functional testing was performed, and the reported issue was replicated. The root cause could not be determined. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. For all enquiries or follow-up questions related to the record, do not use (B)(6) located in sections g.1., please direct those to the following: (B)(6).